Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. Physio opened the device to perform a visual inspection and observed that the system pcb to user interface (ui) pcb flex cable was damaged where it connects to the system pcb. As a precaution, physio replaced the system pcb to ui pcb flex cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device experienced a lockup. The customer advised that during a morning equipment check he powered the device on to perform a 200 joule test shock. After the shock was delivered to the test load the display remained blank but the led on the power button remained lit. None of the buttons on the keypad would respond when pressed. The customer further advised that in order to correct the condition, he had to remove both batteries. The device powered back on after that and no further discrepancies were observed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device experienced a lockup. The customer advised that during a morning equipment check he powered the device on to perform a 200 joule test shock. After the shock was delivered to the test load the display remained blank but the led on the power button remained lit. None of the buttons on the keypad would respond when pressed. The customer further advised that in order to correct the condition, he had to remove both batteries. The device powered back on after that and no further discrepancies were observed. There was no patient use associated with the reported event.